Manufacturer narrative:
Product analysis #286892216: as found condition: the apollo microcatheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within a secondary plastic pouch. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter detachable tip was found intact. No damages were found with the detachable tip. The apollo catheter was found ruptured at ~16.5cm from the distal tip. Testing/analysis: an attempt was made to flush the apollo microcatheter. However, the apollo was found occluded and leaking from ~ 16.5cm from the distal tip. An in-house mandrel was inserted into the apollo microcatheter and became stuck at ~1.5cm from the catheter distal tip. What appears to be dried blood was found adhered to the mandrel distal tip after removal. The apollo catheter was dissected (cut) distal to the rupture. And an unknown material was removed. The material was tested using ftir (fourier transform infrared) analysis and found to be poly(n-vinylpyrrolidone/vinyl acetate) (70:30). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿catheter occlusion¿ reports were confirmed. In this event, it is likely the material found within the apollo microcatheter contributed to the reported event. In addition, if the apollo catheter becomes occluded, this can cause over-pressurization during flushing, rupturing the catheter. However, the source of the material could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that had resistance and was occluded. It was reported that the apollo catheter was prepared and flushed as indicated in the instructions for use (IFU). Once the catheter was introduced into the patient, it would not allow flush or guidewire to pass through. Multiple attempts were made to insert the guidewire and contrast without success. There was no patient injury associated with this event.